Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. When site was changed, customer received a motor error alarm. Customer's blood glucose was 417 mg/dl. Caller states that customer's blood glucose went from 68 mg/dl to 417 mg/dl within the hours of 4:00 am to 11:00 am. Customer's blood glucose at the time of call was 519 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Motor position encoder error alarm was not reported. Customer was advised that alarm was due to a connection issue. Insulin pump passed displacement test and manual prime. Customer was advised to monitor insulin pump.